Manufacturer narrative:
(B)(4). Device evaluation: it was reported that in the ICU when passing the catheter over the guide wire placed in the patient's femoral, resistance was met and the catheter could not be passed as a result, this was confirmed. One 22ga x 10 cm catheter and one guide wire were returned. The guide wire had a kink located 11.5 cm from one end. A manual tug test determined that both welds were intact. The guide wire drawing specifies a length of 36 +/-.6 cm and a diameter of .020 / .021 inches. The length of the guide wire was measured at 35.4 cm. The diameter of the guide wire measured 0.0208". Under microscopic examination, the tip of the catheter appeared slightly deformed. The catheter drawing specifies that a .021" swg must pass from distal tip through extension line hub. Functional testing found that the returned guide wire would not pass through the tip of the catheter. Similarly, a .021 gage wire would not pass through the tip of the catheter. The inside diameter of the catheter tip was measured at .017". A device history record review was performed other remarks: and did not reveal any relevant related issues. The inside diameter of the catheter tip was found to be undersized preventing the guide wire from passing through the catheter. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue is being conducted.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the ICU when passing the catheter over the guide wire placed in the patient's femoral, resistance was met and the catheter could not be passed as a result. The user felt that the catheter was too small for the guide wire. The catheter was replaced and the procedure was successfully completed. There was no reported delay, death, or complications to the patient as a result of this occurrence.